Manufacturer narrative:
Correction: the explant date should not have been added as the lv lead was not explanted.

Event description:
New information received noted the patient presented in the clinic on (B)(6) 2022 when it was noted that the left ventricular lead was dislodged. The lead was capped and replaced with an epicardial lead on (B)(6) 2022.

Event description:
It was reported that the patient's left ventricular lead became dislodged. This was confirmed through fluoroscopy and cineradiography. The lead was explanted and replaced with an epicardial lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.